Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported downstream occlusion alarms. The downstream pressure plate hap was out of spec, resulting in high downstream sensor readings. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm. It was also reported that there was no pt involvement.